Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Visual inspection and functional leak testing revealed that the device was leaking from the welded area of the volume indicator port. The reported condition was confirmed. The cause was determined to be due to a manufacturing issue, specifically a faulty ultrasonic weld of the volume indicator to the port. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The report source was not the consumer. The desferrioxamine was in 24 ml of sterile water for injection.

Event description:
A customer reported a leak on the inside of the housing of an infusor elastomeric device. This event was noted after the device was filled with 600 mg desferrioxamine, prior to patient use. No additional information is available. This is report three of three.

Manufacturer narrative:
(B)(4). The lot 13g025 was manufactured july 12, 2013 - july 17, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received and an evaluation is anticipated. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted. (B)(4).